Event description:
It was reported that the patient was taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl). The pod was worn between 5 and 24 hours on the arm. The patient called a diabetic nurse and was guided to give 4 units of insulin using needle injections and was then told to call an ambulance. While in the ambulance the pod was removed from the infusion site (arm) and the patient was treated with intravenous (IV) saline. At the ER, the patient was diagnosed with ketosis and ketones were measured at 3.9 mmol/l. The patient was released from the hospital after 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.